Event description:
The patient met with a company representative in january and they turned the zones on, adaptivestim (as). The patient wants the as turned off because now when he adjusts one position it adjusts all of them. It was stated ¿they never turned it on for me until 3.5 months ago.¿ during the report the patient was assisted with disabling the as so he can manually change his settings. An information request was made regarding the patient programmer. The patient has had so many problems with his legs on and off for the past year but they have gotten so bad that they were going to do injections and steroids in two weeks. The patient also wanted all the ¿zones¿ turned off because his legs were bugging him. Later the same day the patient reported that he was unable to adjust the as. The patient¿s legs have been bugging him on and off and he wants to adjust the settings. Now no matter what position the patient is in, it is all the same setting. The settings were not staying even when he stays in a position for three minutes, he still sees the positions with as off. There were three lines across the bottom and before there were none. When the patient changes the settings all programs were changing at the same time. The patient turned as back on and wanted to be able to adjust all the programs at the same time. It took five minutes to change the setting on the position for as. The patient wanted to know what the doctor face on the programmer means. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3888-33, lot# va016z3, implanted: (B)(6) 2012, product type: lead. Product ID: 3888-33, lot# va016z3, implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was additionally reported that the patient was not having the same stimulation feeling he was having before. The stimulation was not covering the pain, stimulation changed. The patient had to meet with a company representative for reprogramming.